Event description:
It was reported that during a da vinci-assisted surgical procedure, that the customer experienced frequent cracking of the monopolar curved scissor (mcs) tip cover accessory on the mcs during colorectal surgeries, which are lengthy procedures. This issue has been persistent since the start of robotic surgeries, and there is concern about the potential for fragments to fall into the patient. The customer expressed uncertainty about the cause, suggesting that the surgeons' technique might not be responsible, and requested further investigation to understand the issue better. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. There was no injury to the patient. No tip cover and no fragment fell in the patient. Procedure was completed robotically. There was no delay and no post-operative tests. Patient has not returned due to complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. Failure analysis engineer. The following additional information was provided: the image shared shows an mp mcs tip accessory with a tear at the mouth of the accessory.

Manufacturer narrative:
The probable root cause of a damaged tip cover may be attributed to either improper installation onto the mcs instrument or exposure to repeated thermal and mechanical stresses during normal use conditions or collisions. These stresses can lead to excessive wear resulting in tears. This issue can be resolved by using an alternate tip cover accessory to complete the procedure.

Event description:
Refer to h11 for follow-up information.